Event description:
This lv lead was implanted on (B)(6) 2011. A call to technical services on 7/20/11 states that the lead dislodged. No other information is available. The physician at the implant on (B)(6) 2011 was dr. (B)(6) at (B)(6) hospital in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).